Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.a716usqsbgxb1 hardware: sm-a716u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod an unspecified number of hours. It was reported that the cannula had ¿barely pieced the skin¿ indicating the patient was unsure it was properly inserted. Symptoms reported include thirst and hyperglycemia. The patient was treated with fluids via an unspecified route in the ER. The patient was released 4 hours later. The pod had been replaced prior to going to the ER.